Event description:
Called by nurse to patient's bedside for neonatal flow sensor alarm on drager babylog ventilator. Upon arriving to patient's room nurse was bagging patient and ventilator was alarming neonatal flow sensor inop. Replaced flow sensor three times and flow sensor cable once and still alarming flow sensor inop. Patient was placed back on ventilator once oxygen saturation improved, but according to the nurse and nurse practitioner at bedside ventilator not cycling and not providing the patient with any breaths. Patient desaturation and nurse practitioner bagged patient while ventilator was changed out. Patient placed on new ventilator. Biomed obtained ventilator but there are no flow sensors provided with the ventilator. Respiratory therapist informed biomed that this patient is trached and has secretions that clog the flow sensor, which causes it to stop functioning. Even though the flow sensor is not functioning the ventilator will not stop ventilating. Nursing staff believes the ventilator stopped ventilating, but biomed cannot confirm or deny this. Reviewed error logs and did observe issues with the flow sensor being soiled, and appears after the flow sensor was replaced there were flow sensor calibration issues. Biomed did not observe any errors or alarms indicating the ventilator had stopped ventilating or ventilator failures. Biomed ran ventilator for over five days without any errors or stopping of ventilation. Rt again states secretion in the flow sensor caused the flow sensor failure and the ventilator never stopped ventilating. Ventilator had multiple flow sensor failures and attempts to replace the flow sensor and calibrations failed. Rt has been having multiple sensor issues. Biomed checked flow sensor function and did not find any errors. The ventilator was returned to nicu for use.